Manufacturer narrative:
The device was manufactured february 7, 2020 - february 8, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a dark brown particle (resembling burnt polyvinyl chloride) embedded in the tubing and therefore, not in the fluid path. Due to the nature of the sample, no further testing could be performed. The reported condition was verified through visual inspection of the photograph. The cause of the condition was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black dot embedded in the tubing of a large volume infusor. This was identified during compounding, prior to patient use. There was no patient involvement. No additional information is available.